Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2005. During postoperative monitoring and testing, knee/ankle/nerve problems of the right leg, grinding, burning sensation, bilateral trochanteric pain, acetabular osteolysis, acetabular cup rotation, and fluid were noted. The simple fluid collection located in the posterior lateral area of the hip measured at 9.9 x 14.4 x 22.9. No further information has been provided at this time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies." And "postoperative bone fracture and pain." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-07321 & 07322).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.